Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was not able to reproduce the reported issue. The fse discovered that, it was an user error. They had a catheter disconnect which caused autofill issues. The fse checked the alarm codes for the date of the occurrence and found there was an auto fill failure, a fault code #37 and iab disconnected logged at the same time of the alarm. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that while in transport in a helicopter auto purge canceled, the cardiosave intra-aortic balloon pump (iabp) went into stand by. It made a loud beep shut down when they landed. Another cs300 iabp was brought in. There was no patient harm and no adverse event was reported.